Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the white extension line of the catheter came out of the blue connector (junction hub), which resulted in the drugs (noradrenaline) not being administered. This occurred after the patient was mobilized. The doctor noticed that the patient's blood pressure was dropping. He noticed that the extension line had come out of the junction hub. He administered the drug through another line and the blood pressure returned to normal. The central line was successfully replaced. There were no consequences for the patient." The patient's current condition is reported as "fine".

Event description:
It was reported that "the white extension line of the catheter came out of the blue connector (junction hub), which resulted in the drugs (noradrenaline) not being administered. This occurred after the patient was mobilized. The doctor noticed that the patient's blood pressure was dropping. He noticed that the extension line had come out of the junction hub. He administered the drug through another line and the blood pressure returned to normal. The central line was successfully replaced. There were no consequences for the patient." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for analysis. Signs of use were observed on the catheter body and within the extension lines. Visual examination of the returned sample revealed severe, uniform linear stretching of the proximal extension line. Microscopic examination confirmed the observed damage and identified widening of the printed markings on the proximal extension line, consistent with the observed stretching. No leakage or blockage was identified within any of the three extension lines or within the catheter body during the preliminary leakage test. The catheter body length from the juncture hub to the distal tip measured 167mm , which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter measured 0.096", which is within the specification limits of 0.094"-0.098" per the catheter body extrusion product drawing. The proximal extension line outer diameter measured 0.072", which is below the specification limits of 0.084"-0.088" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.050", which is below the specification limits of 0.055"-0.059" per the proximal extension line extrusion product drawing. A laboratory inventory syringe filled with water was attached to each extension line. The proximal, distal, and medial extension lines were flushed and functioned as intended. No leakage was observed from any of the extension lines during flushing. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The customer report indicated "the extension line had come out of the junction hub", however, evaluation of the proximal extension line revealed no evidence that it had separated or partially separated from the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The reported extension line stretched condition was confirmed during evaluation of the returned sample. Visual examination identified severe, uniform linear stretching of the proximal extension line. Dimensional inspection identified the proximal extension line inner and outer diameters below within the specification limits. Functional analysis did not identify any leakage within the extension lines, and a device history record review did not reveal any relevant findings. The customer report indicated "the extension line had come out of the junction hub", however, evaluation of the proximal extension line revealed no evidence that it had separated or partially separated from the juncture hub. As per the customer feedback, the reported issue occurred immediately after patient mobilization. Based on the available information, tensile forces applied during patient repositioning may have contributed to the observed stretching. Unintentional undue force likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.